Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device. Upon opening the device it was observed that the white energy capacitor wire was disconnected from j18 spade connector. Upon reconnection of the wire, the device was able to deliver energy. Physio determined that the cause of the reported issue was due to the lug which connects the capacitor wire to the spade connector.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.